Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event of two events reported for the same pt involving three separate products; associated mdrs #1225714-2013-02945, 1225714-2013-02946, 1225714-2013-02947, 1225714-2013-02948, 2937457-2013-00382, 2937457-2013-00383.